Event description:
On (B)(6), a right femoral vein was cannulated with an arrow #4fr 8cm catheter. The infant continued to receive care in the picu due to her primary diagnosis and prematurity. On (B)(6) 2014, an us of the abdomen was performed due to the infant's difficulty breathing. The radiology report revealed to the right of the bladder, a radiodensity. This was between the iliac vessels on the right side of the bladder. This was suspected to be a piece of guide wire from a femoral vein cannulation. This was disclosed to the parents. A surgeon was consulted and on (B)(6) 2014, the infant was taken to the operating room and a foreign body was removed from the right groin and it was determined to be a portion of a sheared guide wire. The surgeon documented in the post op note that a flexible tip of the wire had remained in the right groin. Following the operative procedure and removal of the foreign body, an x-ray was taken and no foreign body was revealed. The pathology report indicated that the bent portion of the wire measured 1.1cm in length and the remaining portion of the wire measured 4.5 cm in length. No complications from this procedure resulted and the foreign body did not contribute to the pt's current condition. As of (B)(6) 2014, the infant remains in the PICC due to the primary admitting diagnosis.